Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot and catalog numbers are unknown. The device manufacture date is unknown as the lot and catalog numbers are unknown. Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after blood work was completed, the staff tried to activate the safety shield on the bd eclipse needle and sustained a needle stick injury. The incident was followed up with occupational health and the facility's protocol was followed. Per the reporting customer, "it appears it was the staff members not ensuring the safety latch had closed properly prior to discard." No further information is available.